Event description:
It was reported that the patient presented to the ER (emergency room) in cardiac arrest and later died, following approximately 40 minutes of rescue attempts. The patient had received a shock at two different times that morning. He said he was not feeling well. Later in the morning, while visiting friends, the device delivered a third shock, and the patient collapsed. An ambulance was called and CPR was initiated in the ambulance. When the patient arrived at the ER, he was unresponsive, with no spontaneous respirations and no pulse. A check by monitor found he had a bradycardic rhythm. An IV was initiated, and epinephrine was administered. CPR was continued, but the patient's wife eventually asked that all efforts be discontinued. CPR was then stopped, and the patient was pronounced deceased. The cause of death was noted to be sudden death, cad, chf, and ICD failure. A lawsuit alleges that almost immediately following implantation of the device and rv (right ventricular) lead, the patient experienced cardiac problems. He was pronounced dead of cardiac arrest.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. Efforts have been made to obtain additional information, however, the proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; full lead was returned for analysis. Detailed analysis of the device model d154atg was not performed due to pending litigation. Therefore, we are unable to fully evaluate the reported event.